Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. Visual inspection revealed the device to be in "okay" condition. The bottom case was cracked. A review of the device history log found that a check clutch/plunger lever error had occurred. The reported issue of a bad clutch was confirmed during functional flow testing, where it was observed the timing plates in the plunger head were not set properly, and caused the clutch to slip under pressure. Investigation determined that the reported issue was due to a user issue; the user had incorrectly assembled the device. The complaint was confirmed.

Event description:
It was reported that a medfusion® 3500 syringe pump had a bad clutch and displayed a "check clutch/plunger level error". No injury was reported.